Event description:
Information received by medtronic indicated that the customer had feeling of not getting enough insulin and noticed when the pump was shaken, it sounded like something was loosen in the pump and pump was broken . Customer mentioned sound was like the piston was loosen and rattles. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported possible rewind/ prime/ piston anomaly.  The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. No unexpected rattling noise was noted when the pump was shaken. The pump was cut open to perform a visual inspection. No loose components or physical damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor however, moisture damage was found on pcba 1, the vibrate harness assembly, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked battery compartment, damaged serial number label (stained, faded, torn), missing end cap address label, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery is not confirmed. Rewind and prime/fill anomalies are not confirmed. Cosmetic damage on the pump is confirmed. Rattling anomaly is not confirmed. Moisture damage was found during a visual inspection. The pump history file lists 10 boluses on the event date, 6/30/2023, listed below: (B)(6) 2023 00:28:14.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 (B)(6) 2023 01:44:16.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 (B)(6) 2023 05:46:18.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2023 09:24:20.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7.2 bolusamountdelivered = 7.2 (B)(6) 2023 13:26:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 8.1 bolusamountdelivered = 8.1 (B)(6) 2023 17:18:48.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6) 2023 17:33:44.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 (B)(6) 2023 17:41:10.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 (B)(6) 2023 21:09:02.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2023 22:45:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 8 bolusamountdelivered = 8 please see below for the daily total of all insulin delivered on the event date, 6/30/2023: (B)(6) 2023 00:00:00.000 dailytotals eventtype = 60 dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 54.275 dailytotalofbasalinsulindelivered = 17.175 dailytotalofbolusinsulindelivered = 37.1. There were no auto suspend events on the event date, 6/30/2023. Please see below for the user suspend on the event date, 6/30/2023: (B)(6) 2023 21:09:26 insulindeliverystopped eventtype = 30. Reasonforinsulindeliverysuspension = user suspended. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.